Manufacturer narrative:
The product has been requested to be returned, but has not yet arrived for evaluation. Once it has arrived and the evaluation findings are available a supplemental report will be submitted. The serial/lot number has not been provided. Once it has been provided a device history record review will be completed the the results submitted in a supplemental report. Foresight sensors were involved in this event, the MDR submission number will be sent in a supplemental submission.

Event description:
It was reported that there were inaccurate values when using the foresight elite module, during use. The anesthesiologist stated that the values that displayed did not correlate with the clinical setting. The sto2 values were within the 50's throughout the case. The sensor placement on the patient was cerebral. When he replaced the sensors and the cable then the values increase by 20 points. The patient was healthy, per the anesthesiologist. The procedure was to remove a small tumor from the left ventricular wall. The serial/lot number of the device is unknown at this time, attempting to obtain it. There was no inappropriate patient treatment. There was no patient harm or injury. Patient demographics were requested and not provided. The rep stated the foresight module and the foresight sensors could not be ruled out as a contributor. An initial MDR submission will be sent for the foresight sensors and the submission number will be provided in a supplemental report.

Manufacturer narrative:
Refer to submissions 2015691-2022-10318, 2015691-2022-10054, 2015691-2022-10045 for the sensors and foresight module involved in this event.

Manufacturer narrative:
The foresight fsm has not yet arrived for evaluation. Edwards has requested return by the facility, but have not received the device yet. The foresight fsm and foresight sensors could not be ruled out as a contributor. Refer to 2015691-2022-10045 for the MDR for the foresight sensors. H3 other text : attempting to request product return from facility.

Manufacturer narrative:
The device was not returned for evaluation. The software logs were returned for review. It was noted that the monitor involved in the event was set to an averaging mode of fast while monitoring an adult patient. The averaging mode recommended for an adult patient is the normal setting. There was not sufficient evidence to suggest that this was a device related malfunction or a manufacturing issue. The reported issue could not be confirmed. H3 other text : data logs reviewed.